Manufacturer narrative:
The insulin pump passed displacement test, self-test and force sensor test. No unexpected insulin flow blocked alarm was noted during testing. The pump was returned for power error alarm. The power error alarm was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. The root cause is the non-sleep anomaly software error. The pump was received with cracked reservoir tube lip, and scratched case and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a power system error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the bolus was not injected. The customer stated that the pump message was bolus blocked. The customer will be sent a replacement pump.